Event description:
According to the reporter, at the beginning of an open procedure, while uncovering the stapler, the device had a packaging issue, there was a particulate matter/foreign object and it was broken, the lever could not be squeezed. In order to resolve the issue, it was replaced by an equal. No patient injury.